Event description:
Account is a reference laboratory for the nursing home market. They have experienced " elevated" clotting times with this tube when compared to the 4.5 ml glass tube. Indicated that one patient may have been transferred to the local hosp., unk if treatment was needed.

Manufacturer narrative:
Lot number unk, no product available or returned for analysis. We will continue to monitor this account and issue.